Event description:
Patient came to emergency department -ed- for complaint of blood in emesis. Bleeding has started 13 hours prior to arrival in ed, but started to "feel bad" and came to ed. Patient was taken to endoscopy and was diagnosed with bleeding esophageal varices. Varices were ligated using 2 sets of boston scientific microvasive speedband superview super 7 ligators [lot number 11097769, expiration dated 09/2008]. Patient was admitted to ICU post procedure for recovery and further evaluation given the large amount of blood loss and duration of bleeding at home prior to entry into the ed. Recovery was uneventful in the pacu department. Fifteen minutes after arrival to the ICU, patient had a large bloody emesis which contained 4 of the ligators used during the procedure and separated from these was the plastic tip that deployed the ligators and come packaged as a set. This tip snaps onto the end of the gastroscope. Abbreviated cause analysis -aca- was completed and findings were consistent with device failure and not user failure. Ligators would not have deployed at all had the speedband superview super 7 ligator not been snapped onto the gastroscope instrument correctly. Manufacturer was notified of this event within 24 hours of its occurrence. Patient received 3 units of fresh frozen plasma starting at 1900hrs. Patient continued to have episodes of bloody emesis and black tarry stools for three days in the same month. Due to continued complexity of patient care, patient was transferred to medical center after 1800hrs on the third day.